Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7070619.

Event description:
It was reported that the patient was experiencing pain. Magnetic resonance imaging (MRI) revealed that the cervical spinal cord stimulator was being compressed by the paddle. The patient underwent a system explant procedure. The explanted devices will not be returned.